Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the fuse of the pump tripped several times during a case. There was no pt injury. Sorin group (B)(4) requested that the pump be returned for evaluation. To date, no product has been received. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the fuse of the pump tripped several times during a case. There was no pt injury.